Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant when performing the device set-up sense test, intermittent programmer contact was observed. A message was displayed on the programmer but it was unable to have full script of the message. The merlin programmer was rebooted and r-wave amplitude variation was observed. The r-wave was small. Programming changes were made and device was implanted. No patient symptoms reported. Patient will continue to be monitored.